Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results. The reporter obtained blood glucose values of 291 mg/dl on a lifescan meter and 114 mg/dl on another meter within 30 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results (155%) exceeds the maximum acceptable value of 30% difference between readings compared to another meter within 30 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ¿ (09/10/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/20/2013 and 9/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.